Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
String gives out and falls off, device breakage. Case narrative: consumer reported via e-mail that tampon string gives out and falls off. No injury reported.